Event description:
A distributor in (B)(6) reported that the audible alarm on a pt100 myairvo humidifier was not working. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint myairvo humidifier was returned to fisher & paykel healthcare in (B)(4) and was visually inspected and electrically tested. Results: the complaint device was tested by causing an audible alarm to occur. The device displayed a warning message but there was no audible alarm. The fault was traced back to a faulty speaker and the electrical resistance testing showed that the speaker was open circuit. A lot check revealed no other complaints of this nature for lot number 120813. Conclusion: the speaker is a supplied part and this issue was thus raised with the supplier of the speaker. The supplier carried out an investigation and has concluded that the open circuit issue is related to their soldering process. They have confirmed that they will implement additional checks to ensure the integrity of the speaker. The myairvo user manual states that the "myairvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." The user manual also contains instructions on how to check the alarm system functionality and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."